Manufacturer narrative:
Concomitant medical products: product ID neu_unknown lot# serial# unknown implanted: (B)(6) 2012, explanted: (B)(6) 2013product type unknown (B)(4).

Event description:
It was reported that the patient had bad coverage of the stimulation from their implantable neurostimulator (ins). The patient had persistent neuropathic pain (unknown location) as a result. The cause of the issue was unknown. The patient was hospitalized and the ins system was explanted. It was unknown if the event issue was related to the procedure and the patient was no longer to be a part of the study since they did not have the device therapy. The event was reported as recovered as of (B)(6) 2013. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.